Event description:
It was reported that the customer experienced high blood glucose levels ranging from 249 mg/ dl to 508 mg/dl. The customer was hospitalized due to respiratory problems and was wearing insulin pump at the time of hospitalization. The customer also reported a battery out limit alarm. The customer was disconnected from the insulin pump at the time of the report. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.